Event description:
It was reported that a user contacted support during a supply change because the ilet displayed the fill tubing screen and the user was unsure how to perform the rewind step; review of engineering logs indicated the pump had been rewound shortly before the call, and the user then proceeded with the change after brief guidance. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included review of device logs and user guidance for correct supply change steps. Investigation of this case revealed no device malfunction and indicated user confusion about the correct sequence for cartridge and tubing replacement, with the pump¿s rewind function already completed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to procedural steps.